Manufacturer narrative:
The evaluation results code and component code previously reported have been corrected. No component was replaced, the oxygen blending module board was recalibrated to address the issue.

Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm condition was observed in the device's downloaded event log indicating an oxygen blending module board malfunction. The oxygen blending module board was recalibrated to address the issue. Additionally, an error 107 which indicates a failure of one of the device's audible alarm speakers. Although a speaker failure occurred, the device is designed with two independent audible alarm speakers with independent circuitry which ensures the device will sound an audible alarm to alert the caregiver in the event of a speaker failure. There would be no increased risk of harm or injury to the intended user if this type of malfunction were to recur. This type of malfunction would not affect device performance. The device's speaker was replaced to address the issue. The device's front enclosure and handle were found to be physically damaged and were replaced. The device was tested and passed all final testing.